Manufacturer narrative:
The device will not be returned for evaluation. The complaint of the chair unintentionally slowing down and speeding up could not be verified, and the underlying cause could not be definitively determined. Based on the reported symptoms, the most likely underlying cause is a joystick issue. The serial number of the joystick ((B)(4)) indicates that it is impacted by recall z-2270-2013. This recall was issued because invacare identified a supplier quality issue involving the electrical component of spj+ joysticks and mk6i driver controls on some invacare power wheelchair models. The defect may result in the following symptoms: the power wheelchair may slow down relative to the commanded speed and not recover, driving at a reduced speed, or the power wheelchair may slow down relative to the commanded speed and then recover, creating an unintended acceleration. A correction to replace the crimped wire connection with a soldered connection in the joystick inductive component has been implemented. A quote was provided to the dealer for a replacement joystick. At this time, no replacement parts have been ordered. Should additional information become available, a supplemental record will be filed.

Event description:
The end user alleged that the chair drives very slowly going backwards and when he is trying to turn left or right while going backwards. He stated that this issue has been going on for about the last six months and that one time the chair unintentionally slowed down and then sped up. The end user stated that he is currently still using the chair.